Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother called to report high blood glucose. Blood glucose reading was 540 mg/dl. Troubleshooting was performed. Noted that the insulin pump had alarmed for low reservoir and button error previously. No other anomalies were found. Advised that the insulin pump will be replaced due to the button error alarm. Nothing further reported.